Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the reservoir was replaced due to reservoir migration.

Manufacturer narrative:
This follow-up was created to document the additional event information. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
Additional information recieved noted that the reservoir had no malfunction- it migrated into an uncomfortable position.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. A reservoir was received for evaluation. As examination of the components may not conclusively confirm or disprove the report of herniation/migration, quality accepts the physician's observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.